Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, one opening curved on the anterior, crease fold and underweight. A microscopic analysis was performed which identified, one opening crease smooth on the anterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease smooth opening on the anterior due to fold flaw opening. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.